Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a procedure, it was noted to be difficult to insert the introducer into the patient and required an additional subclavian puncture to completed the procedure. There were no other adverse consequences to the patient.